Event description:
It was reported that when they tried to take out the disposable, the "whole thing came apart" from the unit. There was no patient involvement and no harm/adverse event reported. There was no reported issue related to physical damage/abuse. "They do not know what stage." There was no delay of therapy.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6. Evaluation codes: updated. One device was received for evaluation. The complaint was verified during visual inspection; the patient outlet fitting was missing from the device from user mishandling of the device. Patient outlet fitting was replaced, and the device passed all functional tests after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.